Event description:
It was reported that the patient returned to the operating room (or) on (B)(6) 2026 for pump repositioning due to persistent low flow alarms from mal-positioned inflow cannula. Additional information stated that the patient had syncope while standing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.